Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time, the customer contact reported that after the cair clamp on the tubing set was closed, unrestricted flow was noted. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed.